Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 277 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device did not alarm button error during testing and no unexpected numbers ramping were noted. The device had scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.